Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that intraocular lens had folding/unfolding issues. Reportedly, haptic broke off during insertion of the lens. There was no patient injury and the lens was removed and replaced in the same procedure. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/1/2018. Device returned to manufacturer? Yes. The product was received in open pouches of the original packaging. Visual inspection shows the lens was received in pieces, which probably makes removal and replacement possible. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. One of the piece had detached haptic and no haptic issues were observed on the other haptic. There was no issue on the lens optic. Detached haptic is confirmed; however, this type of condition will be rejected if found in the manufacturing line clearance. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.